Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During visual inspection, a blue slide clamp was found to be left in the channel and the safety clamp shim was found to be damaged. The cause of the condition was not determined. To correct the condition, the safety clamp shim was replaced and the slide clamp was removed from the channel. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp shim and a blue slide clamp left in the channel. No additional information is available.